Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an 80% stenosed proximal right coronary artery. A non-abbott stent was implanted causing a dissection. A 3.5 x 16 mm graftmaster was implanted to seal the dissection; however, the stent could not fully expand. Post-dilatation was performed with a 4.5 x 8 mm nc trek and the graftmaster inner diameter expanded to 3.5 mm but did not fully cover the non-abbott stent. The bleeding could not be stopped so the patient was taken to surgery. The patient is in stable condition. No additional information was provided.